Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "call regarding helium leaking during refillable helium tank change. On facetime, o ring initially not in place due to removal by staff. I had them reseat the o ring and realign the helium regulator and the leak continued. Alternate o rings used, alignment rechecked with no improvement when top valve opened to turn on helium supply. Alternate helium tank attempted to determine if faulty tank and resulted in no change. Console exchanged and previous sent to biomed. Patient remained stable throughout". No patient harm or injury. The patient status is reported as "fine".